Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating a revision procedure was performed wherein this ICD and rv lead were explanted and replaced. The lead is not available for return as it was retained by the explanting facility. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No device characteristics were identified that may have caused or contributed to the reported clinical observation of low pace impedances.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms and decreased sensing amplitude found upon the patient¿s presentation to their clinic due to tones emitted from the device. Pace impedance measurements were noted to follow a downward trend over the last several years stabilizing in the mid 200 ohm range though an in-range measurement of 230 ohms was obtained upon interrogation. Rv sensing is now approximately 3.0 mv as compared to the previous 6-8 mv measurement. All other measurements were reported within normal limits and stable. It was also noted that the patient had fallen the week prior to the reported impedance measurements, though there was no evidence to suggest it was device related as the patient is not pacemaker dependent and no syncope was reported. Per the physician, the patient is considering whether to undergo a revision procedure. This system remains in service at this time. No adverse patient effects were reported.